Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer declined troubleshooting and stated issue resolved with a complete set change. Customer's blood glucose level was 150 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.